Event description:
It was reported the lead had become twisted and bent. After the implantable neurostimulator (ins) was removed the lead was left implanted with a boot on it instead of an end cap and that caused the lead to become twisted and bent. The lead was being revised on the day of this report. Following the revision the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0454794v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).